Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No motor error alarms were noted during the bolus/basal delivery. The motor was tested outside of the device and it passed. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window and a missing end cap sticker.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was unable to clear the alarm. Customer was not pressing any button for 3 minutes or longer. Customer was not exposed to high magnetic field. Customer did not drop the pump and connections were okay. Customer uses an energizer alkaline battery. Customer had to discontinue pump use and was following their medical prescription for insulin shots until the replacement arrives. No further details given.